Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the brim cap was detached. When drawing out the dilator, the cap over the hemostatic valve came off and could not be repositioned on the sheath. The sheath was replaced, and the procedure continued without further issue. The sheath never entered into the patient. There was no patient consequence.

Manufacturer narrative:
When drawing out the dilator, the cap over the hemostatic valve came off and could not be repositioned on the sheath. The sheath was replaced, and the procedure continued without further issue. The sheath never entered into the patient. There was no patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. This issue of hemostatic valve separation is considered to be an MDR reportable malfunction. The brim cap was found in normal conditions, and it was properly assembled since it could not be removed as the event mentioned. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was not duplicated. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the reported brim cap detachment. Investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the hemostatic valve separation issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
On 18-mar-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4)